Event description:
The reporter stated the surgeon attempted to insert an aa4203tl toric silicone single piece lens, but the lens became stuck in the infector. There was pt contact, but no injury. Another same type model lens was implanted. The reporter stated the most likely cause of the lens becoming stuck in the injector was due to a loading error.